Event description:
The pump was returned for an unrelated issue. During testing, the force sensor assembly was found to be damaged. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). Recall # 2531779-03/24/2010-003-r. During evaluation the force sensor assembly was found to be physically damaged and contamination was observed inside the force sensor assembly. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Further testing of the pump was unable to be performed as the pump was unable to rewind.